Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (batteries will not charge) has been confirmed. Upon receipt the charger was unable to charge a battery pack. The cause for the inability to charge is corrosion on the charger's pcb. The root cause for the corrosion cannot be positively determined but is likely ingress of an unknown liquid. Device evaluations of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge has been confirmed. Upon evaluation, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the corroded pcb or the battery pack contamination. The pt received a replacement battery charger and battery pack. Device manufacturer date: sn (B)(4): 01/2003. Sn (B)(4): 05/2009.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's battery charger was not charging the pt's batteries. The pt was issued a replacement battery charger and a replacement battery pack.